Manufacturer narrative:
H10: the actual devices were not available; however, three (3) companion samples were received for evaluation. The companion samples were visually inspected with the naked eye and the sponge revealed the presence of iodine in all samples. The reported condition was not verified. The companion samples met specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The events occurred on an unspecified date in 2023, reported as "since (B)(6) 2023." Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of minicaps had inadequate iodine. Further described as ¿minicaps appeared dry¿. This occurred during set up of the devices for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.